Event description:
It was reported to philips that fluoroscopy was not possible when pressing the wireless foot pedal. No harm was reported to philips. The device was in use at the time of reported event. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. A philips service engineer inspected the system remotely and confirmed that there was malfunction with the wireless footswitch. The root cause of the issue was due to defective switch in left pedal. The customer replaced the wireless foot pedal and the base station. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.